Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
Related manufacturer reference number: 2017865-2019-12526. It was reported that the asymptomatic patient presented in clinic with oversensed noise and low impedance on the right ventricular and right atrial lead. No resolution was reported.